Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to the poly being deemed too tight.

Manufacturer narrative:
H6: visual examination of the returned device finds damage/deformation consistent with removal techniques. There is damage to the posterior corner as well as deformation of the locking dovetail feature. Key dimensional measurements were taken and found the poly to be within specifications.